Manufacturer narrative:
Additional manufacturer narrative: this device is not available for return as the device was sent to the pathology department at the hospital. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. A search of our complaints system was conducted for any reported infection involving a device sterilized in the same sterilization lot and there were none as of 15-dec-2015. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions apply to this case.

Event description:
Edwards received notification of an explant of a 25 mm aortic pericardial valve after an implant duration of eighteen (18) days due to endocarditis. The explanted valve was replaced with another 25 mm aortic pericardial valve. As reported, the implant surgery was performed without any issue. However, two days after discharge the patient had to be re-admitted to the intensive care unit for fever, septic shock, and was treated with antibiotics with good results. A re-do surgery was scheduled and at reoperation, the patient was found to have acute endocarditis. The prosthetic valve and the aortomitral junction were completely destroyed by endocarditis. Three different pathogens were identified as the source of infection. The valve was sent to pathology. The patient was noted as being well.